Event description:
It was reported that balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during inflation at 6 atmospheres. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres as per wolverine IFU and pressure held for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues on the hypotube. A visual and tactile examination found no issues on shaft polymer extrusion. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during inflation at 6 atmospheres. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.